Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united staes.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that there was infusion flow block. No further information available.